Event description:
"On or about (B)(6) 2010," a sparc self-fixating sling system was implanted to "treat stress urinary incontinence and/or prolapse." Plaintiff's attorney alleges "plaintiff subsequently developed significant injury, including but not limited to, one or more of the following injuries: pain, infection, worsened incontinence, urinary problems, dyspareunia, and erosion." Also alleged, plaintiff suffered and will continue to suffer pain, disability, impairment, loss of enjoyment of life, inability to engage in chosen and necessary activities and other damages.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.